Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had multiple episodes were shocks were delivered as inappropriate therapy due to t-wave oversensing, with the device reaching end of life (eol) as a result. A new system was implanted. No additional adverse patient effects were reported.